Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n(B)(4) found no significant anomalies. The stimulation was found to be functionally okay. Analysis of the leads s/n (B)(4) <(>&<)> (B)(6) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type :accessory. Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a175, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for non -malignant pain. It was reported that the patient¿s leads migrated and it looked like the suture in the facia failed. It was noted that this caused the leads to pull out of the implanted location and the patient lost sensation. The rep stated that the system was explanted because they were not able to replace the leads and the patient no longer had an implanted system. It was noted the rep will be sending in the system to medtronic. No symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-23. The rep stated that the product was returned and they have no other information available. The information was confirmed with the healthcare professional (hcp). No further complications were reported/are anticipated.